Event description:
Reported by crna while accessing the vial for sedation during interventional radiologic procedure, the bd blunt tip bent. This access the blunt tip bent and punctured my hand. According to reporter this blunt tip bends easily when it should not. Manufacturer response for needle, hypodermic, single lumen, n/a (per site reporter): material management spoke with local bd representative.